Manufacturer narrative:
Method - analysis of programming history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2006. The settings likely occurred due to a faulted systems diagnostic test between (B)(6) 2006 and (B)(6) 2006. After the programming anomaly was identified, it was not completely corrected until (B)(6) 2006 where off time was corrected from 60 minutes to 5 minutes. There were no reports of any pt adverse events as a result. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended. On (B)(6) 2006, program - output current: 2.25 ma, signal frequency: 30 hz, pulse width: 250 usec, on time: 30 seconds, off time: 1.1 minutes, magnet output current: 2.50 ma, pulse width: 250 usec, on time: 60 seconds. On (B)(6) 2006, system diagnostics - communication = ok, output status = ok, lead impedance = ok, dcdc = 2, eri = no. On (B)(6) 2006, interrogate - output current: 0 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 0 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2006, program - output current: 0.25 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 0.25 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2006, interrogate - output current: 0.25 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 0.25 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2006, program - output current: 0.5 ma, signal frequency: 30 hz, pulse width: 250 usec, on time: 30 seconds, off time: 5 minutes, magnet output current: 0.75 ma, pulse width: 500 usec, on time: 30 seconds.